Event description:
Reporter alleged discrepant back to back result comparisons of 485 mg/dl versus 150 mg/dl and 200 mg/dl versus 20mg/dl when testing was done, one immediately after the other, on advantage system (meter, voicemate vsr w/ chek vial 9220096087, and with the strip lot and expiration date, not provided). Reporter did not provide the location of the testing. As a result, no actions were taken or treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.

Manufacturer narrative:
The suspect product is the comfort curve test strips.